Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of the returned product was visually inspected and the reported event (defective seal) was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is likely to be equipment not operating properly and/or operator not following the work instruction provided. This issue is being farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found a par of the seal on the sterile package was peeled off. Attempts were made to obtain additional information; however, none is available.